Event description:
It was reported that the home patient (hp) experienced possible eosinophilic peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. It was reported that this diagnosis could not be confirmed. However, the patient was still treated with cefazolin and ceftazidime (routes, doses and frequencies not reported) for suspected peritonitis. While being on antibiotic treatment, the patient developed joint pain and was hospitalized for seven days. The antibiotic treatment was discontinued after the patient was admitted to the hospital. At the time of the report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.